Event description:
During service testing, the baxter repair technician reported an infusion pump with a condition of failed pre-accuracy testing on channel b. The hospital representative stated that there have been no reports of any patient incident involving this pump